Manufacturer narrative:
A ge service representative performed an on site investigation. The battery pack was replaced during the service call.

Event description:
The customer reported that the 9800 system fails on long cine. No patient injury was reported.